Manufacturer narrative:
Concomitant medical products- model: 1888tc, competitor lead; implanted: (B)(6) 2007, model: 4968-35, lead; implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had developed an infection. Cultures were taken and antibiotic treatment was necessary. A competitor field representative was present at the cardiac resynchronization therapy defibrillator (crt-d) system extraction procedure. It was indicated that the right ventricular (rv) lead was noted to show conductor externalization via fluoroscopy prior to the system extraction, and the physiain encountered extraction difficulty with the lead. No further patient complications have been reported as a result of this event.